Manufacturer narrative:
D4: medical device lot #: 2103306. D4: medical device expiration date: 2022-05-31. H4: device manufacture date: 2021-03-29. D4: medical device lot #: 2012310. D4: medical device expiration date: 2022-02-28. H4: device manufacture date: 2020-12-21. H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lots 2012310 and 2103306, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. All records were reviewed for the reported lot and results were found to be acceptable. Three retained samples from lot 2012310 and three from lot 2103306 were inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. It is important to ensure all luer connections are securely tightened before use. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the 5fu home infusion pump during use. The following information was provided by the initial reporter: "their outpatient infusion center had a disconnect utilizing the bd phaseal optima locking injector". "The locking injector was used on a 5fu home infusion pump. While in the blue clamp piece and connected to the connector, the injector is reported by the patient to have un-luered. There was some 5fu that was reported to have come out of the bag, but the patient was able to luer the locking injector back on."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the 5fu home infusion pump during use. The following information was provided by the initial reporter: "their outpatient infusion center had a disconnect utilizing the bd phaseal optima locking injector" "the locking injector was used on a 5fu home infusion pump. While in the blue clamp piece and connected to the connector, the injector is reported by the patient to have un-luered. There was some 5fu that was reported to have come out of the bag, but the patient was able to luer the locking injector back on."